Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/14/2017, that on (B)(6) 2017, the patient experienced gaps in data on the dexcom system. Date of issue is an approximation. No medical intervention was reported. Additional event or patient information is not available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.